Event description:
It was reported that the ventilator failed internal leakage test with a message 'pressure transducer difference > 5 cmh2o' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the pressure transducer printed circuit board (pcb) and expiratory channel pcb was defective and in need of replacement. Replacement of the pressure transducer pcb and expiratory channel pcb solved the issue. The pressure transducers checks that the measured pressure values differ less than 10 cmh2o between inspiratory and expiratory pressure transducers. The expiratory channel contains electronics including microprocessor for handling of the expiratory flow measurement performed by the flowmeter inside the cassette. The output signal exp. Flow is used in sub-systems control and monitoring. However, the root cause of why the part failed has not been established as the replaced part was not returned for investigation. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) were required. D1 ¿ brand name ¿ previous brand name: servo-air. Corrected brand name: base unit, servo-air. D4 ¿ version or model # - previous version or model #: servo-air. Corrected version or model #: 6882000. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #: (B)(4).